Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of the transmission, the implantable cardiac monitor exhibited multiple false pause episodes due to undersensing. Patient presented in clinic on (B)(6) 2018 and programming changes were made. On (B)(6) 2018 another episode of undersensing was noted via merlin.net transmission. No further episodes or symptoms were noted. Patient will continue to be monitored remotely.